Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6)2011. Approximately 4 years and 11 months after the initial procedure the patient had a right knee revision on (B)(6) 2016. The patient has suffered the following injuries and complications: revision surgery, osteolysis, bone loss, painful osteophyte, synovitis, joint pain, and swelling. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided. H6: corrected health effect, medical device, component, and investigation clinical codes.